Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 330 mg/dl. Customer treated with 2 units of insulin. Customer is on the injection and also had a low blood glucose level when she was on the injection. Customer declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No display anomaly or button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional testing. However, the device had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.